Event description:
It was reported that a malfunction on the pump occurred, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump. Customer reset pump and resumed insulin delivery.